Event description:
This report is to advise of an event observed during analysis confirming exposed speaker wires of the patient electronics system. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Visual inspection of the device determined that there was no physical damage to the device and cables, with initial startup the device was able to power on with no issues. The review determined that no non-conformances were identified that are related to the reported event. In an incidental finding, during visual inspection the speaker was observed unattached to the speaker cables and was not returned with the device.